Event description:
A report received from the USA stated an 840 ventilator experienced a sever occlusion and circuit disconnect alarm. The patient was removed from the device and placed on an alternate ventilator. There was no patient harm reported.

Manufacturer narrative:
A covidien technical service engineer troubleshot this issue with the customer over the phone. The user facility stated that the device passed the extended and short self tests. The user facility reported that the device was returned to clinical use without further incident. Covidien reference (B)(4).